Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis was performed and found that the stylus was not working, the stylus was changed. It was also determined at analysis that the paper tray was nearly empty, and the cord bay right latch was broken. The keyboard front latch base frame, and both cover sliding rails were broken. The logo button was missing, and software history errors were found. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.